Event description:
During tkr surgery, the saw stopped while making a chamber cut. There was no change in the procedure due to the event, however, there was about a 30 minute delay that required add'l anesthesia to be administered to the pt. The procedure was completed with another handpiece.

Manufacturer narrative:
The device was received by the qe, and the inspected product did not meet specifications. Per the investigation the customer complaint was verified. The product was repaired and returned to the customer.